Event description:
It was reported that the patient had impedances less than 250 ohms. The patient had a new implant yesterday where the manufacturer representative was present. It was noted that bipole 0 and 1 was less than 50 ohms and all other combinations were fine. The 0 and 1 combination was providing stimulation with the screener box. Additional information received reported that the health care provider (hcp) removed the lead and dried it off and then reinserted it with the same results. The manufacturer representative increased the pulse width to 300 and the amplitude to 3 and after running the impedance test again they got the same results with less than 50 ohms on bipole 1. It was noted that post-operatively they programmed all 4 programs around that electrode.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0fmga, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).